Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a total laparoscopic hysterectomy procedure, the jaws were coming apart while being used. The gray plastic strip on the underside of the jaws frayed and began to come apart. They reported nothing came off device. Upon return, the device had bare jaw wires.